Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Additionally, nine unused, sterile proglide devices, with the same part and lot number as the complaint device, were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. Based on a visual and functional analysis of the returned devices, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of a common femoral artery was attempted using perclose proglide devices. Reportedly, a needle-to-cuff miss occurred. The device was removed over a guide wire and a second proglide device was attempted but, another needle-to-cuff miss occurred. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number - changed from unk to 41023k1.